Manufacturer narrative:
Tandem¿s user guide states: ¿you must also have adequate vision and/or hearing in order to recognize your system alerts.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message about needing to use a new cartridge. A new cartridge was successfully loaded to address the event. Reportedly, the customer is visually impaired and cannot read the pump history. There was no reported impact to blood glucose.